Manufacturer narrative:
No evaluation possible at this time. The implant has not been returned nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Revision surgery was conducted to remove an arsenal set screw located at the l3. Post-op x-rays taken (B)(6) 2019 revealed the set screw had backed out of position. The arsenal spinal fixation system was originally implanted on (B)(6) 2019.